Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenoscope with a single use distal cover and a single use extraction balloon, the distal cover split open during the procedure and several devices broke because of it. It was observed that bioburden had gotten lodged behind the elevator of the scope. The elevator could not fully function in its range of motion, could not go fully up and down. At first, the customer noticed that the device (scope/distal cover) was not able to pass smoothly through the channel, and the physician observed that he was not able to fully open or close the elevator. The elevator jammed at 45 degrees angle and was not able to fully open. When passing devices, the physician ended up stripping and breaking some of the devices. An extraction balloon that was broken up inside the patient's duct and they had to take scope out and go retrieve it. Once retrieved, the physician to use a different balloon and it started to break because could not fully open elevator, it felt jammed. The physician placed a stent. After barely placing the stent, they finished the procedure. The physician took scope out and realized cap was completely split at the top, and there was a lot of bio burden back behind the elevator causing it to not fully open and close. There were no procedural or anatomical challenges that could have contributed to the distal cover splitting. The lot number cannot be provided for the distal cover used. The scope is not being returned to olympus for repair. Once the scope was cleaned, the scope was found to be in working order. The elevator was moving without issue. The physician was successful in sweeping the stones, but the balloon popped due to sharp stone edges. Another balloon ripped before inserting it into duct. In hindsight, the elevator was not moving appropriately due to sludge and stone jamming behind the elevator channel. This was not known at the time of the procedure. A non-olympus retrieval device was used to extract the balloon from the patient¿s duct. It was observed that the balloon was stretching inappropriately. There were no adverse effects to the patient as a result of this occurrence. The procedure was completed. The patient¿s current condition is reported as discharged home in stable condition. Case with patient identifier (B)(6) reports the b-v243q-a. Case with patient identifier (B)(6) reports the tjf-q190v. Case with patient identifier (B)(6) reports the maj-2315.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This event has been reported by the importer on MDR# 2429304-2022-00007.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. H6 component code was also corrected. -reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that if the cover is attached it correctly according to the instruction manual, the distal cover will not be damaged. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover damage based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: g2, h6, h10. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured accordng to all applicable procedures and meet final product release criteria. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover would not be damaged if it was correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally. The instructions for use (IFU) states the following: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.